Event description:
Customer reportedly was checking patient's vital parameters from icentral and it was noted that co2 was showing flat line and spo2 was giving "searching for pulse" note. At that time, there was no audible or visual alarm at the central monitor. When caregiver was assessing patient's status, it was reportedly noticed that the pt has disconnected himself from the ventilator and the ear sensor was next to the pt. Patient was reportedly disconnected for 55 seconds. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Under law, patient information is considered confidential and will not be released by the hosp.